Event description:
Topcon rec'd a single report from a distributor that the second arm of topcon's oms-90 operation microscope dropped down to the lowest position by itself. As it was before the operation, no harm to any person occurred as a result of this incident. Topcon's rep conveyed this info to headquarters in tokyo in a report dated in 2004. This was the first report of any such malfunction.